Event description:
During device replacement procedure due to normal elective replacement indicator (eri), the new ICD was connected to the programmer and error messages were seen for eri and charge time. Also the device was detecting abnormal ventricular sensing events. The ICD was then connected to the lead and the same incident occurred. The device was replaced. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Functional testing of the device revealed pacing and defibrillation impedance anomalies, and a sensing anomaly due to noise. Further analysis of the devices output values revealed no anomalies and the device output was normal. The battery voltage of the device was measured and revealed the device had not reached elective replacement indicator (eri). Additional testing of the device capacitors revealed the (B)(6) node of the c10 capacitor was the cause for the battery voltage discrepancy, noise, and impedance anomaly.